Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose 400 mg/dl. The customer's blood glucose at 4 pm was 300 mg/dl and on (B)(6) 2017 was 265 mg/dl. The customer was wearing insulin pump during hospitalization. The insulin pump will not be returned for analysis.